Manufacturer narrative:
(B)(4).

Event description:
Customer reported that mavig lead shield arm mounted to its ceiling support weld broke and lead shield with both arms was hanging from ceiling to the floor.